Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "in a call, nurse states her patient has a powerpicc. The clamp has broken from normal use and nurse wants to know what she can do. Response: informed that a new clamp can be purchased from another company. Advised to consider the type of clamp they get in regards to how it will need to be put onto the catheter."